Manufacturer narrative:
Device is a combination product.

Event description:
It was reported stent damage occurred. The 80% stenosed target lesion was located in the moderately elongated right coronary artery (rca). A 16 x 4.00 promus premier select stent delivery system was advanced to the target lesion, but resistance occurred. The delivery system was then withdrawn together with the stent, and it was noticed that a few stent struts stood out distally. The procedure was completed with another of the same device. No patient complications resulted in relation to this event and the patient was reported to be stable following the procedure.